Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
During the surgery after acetabular cup was implanted, the liner would not match tightly with the cup. Finally the surgeon took used backup device to complete the surgery. Delay 20min.